Event description:
I am submitting this report to document a potential product quality issue involving a ResMed AirSense 11 AutoSet CPAP device and its HumidAir 11 water chamber. On (b)(6) 2026, during my routine cleaning of the humidifier water chamber, I discovered a loose black spherical object inside the water reservoir. The object appears to be made of a non-metallic material (likely plastic or polymer) and measures approximately 1/8 inch (3 mm) in diameter. The object was freely loose inside the water chamber. I carefully inspected both the humidifier chamber and the CPAP device and found no visible cracks, damage, or missing components that would explain its presence. At this time: No injury or adverse health effects have occurred. The CPAP device appears to continue functioning normally. The humidifier also appears to operate normally. However, the presence of this unidentified object raises concerns about a possible manufacturing defect or foreign object contamination during the manufacturing or assembly process. The water chamber has never been modified or intentionally disassembled, and the object was only discovered during normal cleaning after regular use. I have preserved the object exactly as it was found and have not altered or discarded it. It is available for examination if requested. I have been using CPAP for over 16 years. REFER TO ADD'L DOCUMENTS IN I2K.